Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a leak occurred. The target lesion was located in the left circumflex artery (lcx). The physician felt the 1.75mm rotalink plus leaked more than normal from the proximal end of the device during preparation for the procedure. The procedure was completed with this device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the rotablator plus unit returned for this complaint was not the same as reported - lot 15427997 was reported and lot 15469552 was returned. An initial examination of the complaint unit was carried out. A tug test was performed and no issues were noted with the handshake connections. The rotablator unit was wet tested and no unusual saline leak was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. No issues were noted with the catheter unit; therefore, the most likely cause of the reported issue could not be determined. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a leak occurred. The target lesion was located in the left circumflex artery (lcx). The physician felt the 1.75 mm rotalink plus leaked more than normal from the proximal end of the device during preparation for the procedure. The procedure was completed with this device. No patient complications were reported and the patient status is good.